Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated feb 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was provided

Event description:
It was reported that expired norian skeletal repair system bone void filler was implanted into the pt. It was discovered after the procedure that it was expired. The product expired on apr 2011.